Event description:
It was reported that a patient presented with inappropriate sensing and high capture thresholds noted on the right ventricular lead. X-ray imaging confirmed lead dislodgement. During the revision, the lead helix was unable to retract. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.